Manufacturer narrative:
A medtronic representative, following up with the site, reported that the procedure performed was a cervical spine fusion done with cranial software as it is done with a cranial frame set up with a mayfield clamp. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Site representative, (B)(4) declined to provide patient information. On 10/20/2016 a medtronic representative, following-up at the site, reported that site had the patient supine, head turned pinned parallel to floor with the double pin in the forehead and the single pin very low on the back base of the skull. Anatomical locations were great, as they proceeded to the iac they showed to be off 5 millimeters superior. They moved forward with procedure as the trajectory was in line. They did have an issue auto-merging correctly and during the end of the procedure, the camera was having difficulty seeing the reference frame. On 11/03/2016 software investigation completed. Findings are that there was difficult patient positioning and line of sight issues for tracking. Software is functioning as designed. On 11/08/2016 further investigation from medtronic representative finds the reported issue could not be replicated. It is likely that the mayfield moved because the pin position was not adequate. The double pin side of the mayfield was parallel to the floor and one of the pins was at the very base of the skull. On the imaging system image it does not appear that the pin, in fact, engaged into bone.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. Cranial 2.2.7 was used for this procedure. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to discontinue the use of the imaging system to continue. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.